Event description:
It was reported that the preloaded intraocular lens (iol) came out of the wrong side of the injector. The lens was defective. There was no patient contact and the event was observed upon priming of the lens. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: (not applicable), asked and it was indicated that there was no patient contact. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 7, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge and with the plunger rod overriding the lens. The plunger rod could also be observed to be puncturing the neck of the cartridge and deforming the area around the puncture. The handpiece was disassembled and the assembly was inspected, no assembly issues that could contribute to the complaint issues were identified. However, the plunger rod could be observed to be bent, in a way consistent with a handpiece that had excessive force applied to it. The lens was removed from the cartridge and cleaned revealing that the lens was damaged, the haptic was damaged, and a piece of the haptic was detached. Conclusion: the reported complaint issues of cartridge crack and lens damaged were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.